Event description:
Pt purchased cosmetic contact lenses over the counter without dr's supervision and slept with contacts on their eyes one night and woke up with superficial punctate keratitis, bulbar hyperemia, chemosis, photophobia and pain.